Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instrument installed on the universal surgical manipulator (usm) arm 1 got stuck during instrument exchange. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the issue between cases. The instrument was not grasping the tissue and no patient injury reported. The operating room (or) staff was not able to remove the instrument and felt the instrument recoiled, preventing removal. They safely removed the instrument with the cannula. The csr was not sure if the staff continued with the arm1 and was requesting a logs review of the issue. The isi technical support engineer (tse) was not able to review the case in question; log did not show system activity during this timeframe. The tse advised the caller that the field engineer would be dispatched for additional troubleshooting. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument installed at time of the event was reported to have broken just above the jaws. The customer indicated that there was a band above the bend mechanism that broke making the instrument too big to pull out through the trocar. They had to remove the trocar with the instrument still inside of it. Once out of the patient, she used a kocher to squeeze the area that would have been below the trocar, inside the patient, and then it was able to be removed from the trocar. The port incision was not increased to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool. There was no report of fragment(s) falling inside the patient. The instrument was returned to the sterile processing department and subsequently misplaced by that department.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and was unable to reproduce the issue of an instrument being stuck on arm 1. The system was tested and verified as ready for use. As of the date of this report, the force bipolar instrument has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Per system logs two force bipolar instruments were used and both instruments have been used in subsequent procedures. The probable root cause is attributed to improper customer setup related to the arm issue. Based on fse field evaluation, the issue was not reproduced as the customer safely removed it along with the cannula.